Event description:
Additional information provided from the field indicated that this patient actually had a pacemaker and thus this ra lead was incapable of delivering shocks or exhibiting high shock impedances. Also, no known guidewire issues would be associated with this lead as it uses a stylet. The patient was lost to follow-up multiple years ago and therefore the reason why the ra lead was explanted remains unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead was surgically abandoned and taken out of service due to shock impedances, inappropriate shock, and a guidewire issue. The cause of these issues has not been determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.